Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . Returned device tr band . Appearance confirmation as a result of visual inspection, no anomaly such as damage was found in appearance. Leak test [test method] a syringe was connected to the tr band, 18 ml of air was injected, and the band was submerged in water. [Test result] a leak was observed from the check valve. No leak was observed from other parts. Disassembly of check valve transparent foreign matter adhered to the rubber chip. The part where it adhered was the sealing part. Ft-ir analysis the foreign matter observed in the investigation result 4 was analyzed by ft-ir* qualitatively. [Analysis result] the peak of foreign matter was very similar to that of nylon. Nylon is used as a material of the adjustable fastener of this product. Ft-ir (fourier transform infrared spectroscopy method): an investigation method to ensure the molecular structure of an object by analyzing the spectrum obtained by irradiating the measurement target with infrared rays. Since the wavelength of the infrared radiation absorbed is nearly distinctive for each object, it is possible to conduct qualitative investigation of the object by comparing it with a standard sample of infrared absorption spectrum. History investigation of the involved product code and lot number no anomaly was found in manufacturing records and shipping inspection records no other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing records. As one of the possibilities, it was inferred that the foreign matter (nylon) adhered to the inside of the check valve (rubber chip and sealing part of the plastic cannula) when air leak was observed, resulting in a decrease in sealing property and the occurrence of air leak. Therefore, it was thought that the balloon had deflated. In the manufacturing process, 100% leak inspection and visual inspection of check valve are performed, and in case foreign matter is discovered, it is removed. Therefore, it was likely that a part of the adjustable fastener fell off and entered the air injection port of check valve due to external loads such as vibration during transportation or product handling at some point during distribution/storage or afterward until the time of use. The check valve used inside the product keeps air-sealing property by the rubber chip inside the plastic cannula being pushed against the wall of the plastic cannula with the spring. Therefore, if any foreign matter is in the sealing part, a gap will generate, leading to an air leak. Relevant IFU reference: precautions / 9th dot be careful that no foreign particles get into the air injection port when injecting air. The air could leak. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo corporation received the following information: it was reported that after percutaneous coronary intervention ( pci) was performed for tri, the product was used for hemostasis. Then, it was noticed the air was leaking from tr band when the patient left the catheter lab. A new tr band was used for hemostasis and the procedure was completed. There was no harm to the patient reported. The procedure outcome was not reported.